Manufacturer narrative:
Correction: block h10 (details of analysis). Block h6: problem code a041001 captures the reportable investigation result of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found the balloon and the catheter of the device did not show visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon, which confirms the reported event of the balloon leaking. Microscopic inspection was done and confirmed the balloon had a pinhole in the proximal section on the body of the balloon; the ro markers were also inspected microscopically and no defects were noted. The device was sent for external support analysis to determine if any damage was noted on the proximal ro marker. As per analysis results no obvious surface roughness defects (i.e. Protrusions, sharp edges) were found. However, evidence of marker band movement was observed; gaps were observed between the marker band ID and polymer surface, and lines and deformations in the polymer were near most marker band edges. Also, it was found that the pinhole in the balloon was triangular-shaped. It is possible that the factors encountered during the procedure, the interaction with the scope (such as certain echoendoscope and elevator positions), and/or the patient anatomy could have caused some friction through the working channel and this could have caused the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the intrahepatics above the bifurcation during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on(B)(6) 2020. According to the complainant, during the procedure, it was noted that the first balloon was filled with saline; however, it never inflated. The second balloon was filled with contrast but leaked. The physician decided not to use another balloon for dilation and instead stented the area. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device found the balloon and the catheter of the device did not show visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole in the proximal section on the body of the balloon. It is possible that the factors encountered during the procedure or the interaction with the scope could have caused some friction through the working channel and this could have caused the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the intrahepatic's above the bifurcation during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the first balloon was filled with saline; however, it never inflated. The second balloon was filled with contrast but leaked. The physician decided not to use another balloon for dilation and instead stented the area. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.